Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Advancement and delivery of the devices from the abdominal aorta was performed using a gore® dryseal flex sheath. When angiography was performed, a proximal type I endoleak from was observed. Ballooning was performed and the endoleak became moderate. No further treatment was required for the endoleak. Upon withdrawal of the sheath, a retrograde dissection from the puncture site of the abdominal aorta was observed. No treatment was performed and the physician decided to take a wait-and-see approach since there was no problem with the blood flow around the dissection part. The patient tolerated the procedure.